Event description:
Blood glucose reading have been high, no values provided and went to the doctor as a result. It was reported the customer's meter read 221 mg/dl while the doctor measured 85 mg/dl. No treatment was reportedly received however the doctor was stated to remove one of the customer's oral diabetes medications. Reporter stated a lab was performed on the same day with a reading of 137 mg/dl however the results were not returned until 3 days later. A request was made for the return of thhe suspect device and replacement product was sent.